Manufacturer narrative:
A getinge field service engineer (fse) spoke with biomed to check helium tank. Found that the helium tank was empty by putting on a good tank. Unit returned to service. Good faith efforts (gfe's) were raised to get information about screen flickering issue but there was no response received. The investigation shall be closed now. If any additional information received about screen flickering issue the complaint will be reopened and updated it.

Event description:
It was reported that during before use customer found the cs300 intra-aortic balloon pump (iabp) helium line was blocked and screen was flickering in and out. There was no patient involvement reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) helium line is blocked. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) helium line is blocked. There was no patient involvement reported.